Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm on an unknown date. Aneurysm and vessel morphology at the time of implant was not reported. The aortic neck was reverse tapered in shape. It was reported that there was a type I endoleak and aneurysm enlargement due to the dilated and reverse tapered aortic neck. The physician elected to intervene by implanting a stent graft from another manufacturer; however, the endoleak did not completely resolve, and it was decided not to intervene any further. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation results: endoleak, aortic neck dilatation and reverse tapered shape. Evaluation conclusions: aortic neck dilatation and reverse tapered shape.